Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's g7 app was showing 385 mg/dl (no bg was not checked) and the patient passed out. Bystanders gave glucose gel and he still wasn't able to regain consciousness. So the co workers called 911 and the patient was brought to the emergency room. While in the ambulance, the paramedics at the ambulance got a bg meter reading of 55 mg/dl (the cgm was unknown at this time). In the emergency department (ed), the bg was 120 mg/dl. The paramedics at emergency room gave him some dextrose through IV and eventually he was able to regain consciousness. He was at the emergency room for about 2 hours. He ate and the bg was 180 mg/dl. He was discharged about 5:00. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.